Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging an issue with the settings of her onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014 at approximately 3:30pm. The patient manages her diabetes with a combination of pills, diet and exercise, and reported increasing her consumption of food and/or drink in response to the reported issue. The patient stated she experienced symptoms of ¿shaky¿ approximately 1 day after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was the first use of the product, walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.